Manufacturer narrative:
G4: PMA/510(k) # field on 3500a form - k141597. D2b: pro code - lit. E1: initial reporter address 1- (B)(6).

Event description:
It was reported that guidewire stuck occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 8.0 x 40, 75cm mustang balloon catheter was advanced for use. During the procedure, the device became stuck on the guidewire. The procedure was completed with another of the same device. There were no patient complications reported.